Manufacturer narrative:
Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Implant date: if implanted; give date: exact date of implant is unknown/not provided. Explant date: if explanted, give date: unknown/not provided. There is no indication at the time of this report that the lens has been explanted. Initial reporter telephone number: (B)(6). Device evaluation: complaint device was not returned for evaluation. A slit photo was provided and reviewed by abbott medical optics medical director. Based on review, the complaint could not be verified.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process, all lenses are visually inspected under 10x microscope magnification and defective lenses are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a za9003 intraocular lens (iol), doctor observed a scratch marks or forceps marks on the two sides of the optic through the slit lamp. Reportedly, there was no visual acuity problem and no patient injury. No further information was provided.